Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: b5, h6 (medical device ¿ problem code, investigation findings).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse contacted customer via telephone and confirmed display was showing in rescue mode. Customer stated unit was not fully pushed into the cart. Once unit was pushed in completely, customer confirmed unit was charging and display was showing in hybrid mode. Customer cancelled request for getinge service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the power cord for cardiosave intra-aortic balloon pump (iabp) was not working. The battery was not charging as well. There was no patient involevement.